Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited no disposable alarm". The patient reported faulty cassette triggering the no disposable alarm. No patient injury reported.